Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary planned treatment procedure was performed when the issue happened, and procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the system was unable to perform fluoroscopy. Upon troubleshooting fse found stand-off on table base for the foot switch was damaged, this allowed the connector to partially back out causing the foot switch to not work, thus not allowing fluoro. To resolve the issue fse replaced both standoffs on the table base, connected footswitch and tied wrapped cable. After replacement of both standoffs on the table base, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.